Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported battery not charging. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports upon removal of their personal diabetes manager (pdm) from the charger the pdm turns off within a few seconds. No further information is available as to this event.